Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they changed the pads because they were soiled. Since that time the patient's temperature has decreased and the water temperature was fluctuating in an arctic sun device. Nurse unable to send a screenshot of the graph. Device was in normothermia with a target of 37c. Patient down to 35.1c, water temperature (wt) was 27.3c, flow rate (fr) was 1.3lpm neonatal pad in use. Heater command was 0 percentage. Rewarm rate was 0.25c/hr. Discussed rewarm in normothermia and now the device was trying to warm the patient at 0.25c/hr. Asked to monitor patient and water temperatures. The rewarm rate might be increase to as high as 0.5c/hr if protocol or orders allow.

Manufacturer narrative:
Bd has determined that this issue was confirmed as user related. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for the reported event is the temperature probe becoming dislodged and not being replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The arctic sun temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Temperature probe placement: refer to the manufacturer's instructions for use for the specific indications and temperature probe placement. Select the patient temperature cable with the correct connector style for your chosen temperature probe to measure core temperature. Insert the cable into the temp in 1 connector port on the back of the device for monitoring patient temperature on the arctic sun temperature management system. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they changed the pads because they were soiled. Since that time the patient's temperature has decreased and the water temperature was fluctuating in an arctic sun device. Nurse unable to send a screenshot of the graph. Device was in normothermia with a target of 37c. Patient down to 35.1c, water temperature (wt) was 27.3c, flow rate (fr) was 1.3lpm neonatal pad in use. Heater command was 0 percentage. Rewarm rate was 0.25c/hr. Discussed rewarm in normothermia and now the device was trying to warm the patient at 0.25c/hr. Asked to monitor patient and water temperatures. The rewarm rate might be increase to as high as 0.5c/hr if protocol or orders allow. Per follow up information received via task on 24sep2025, the nurse confirmed the temperature fluctuations were due to a dislodged rectal probe after the patient had a bowel movement. The probe had not been reset at the time the helpline was called. Once the probe was cleaned and replaced, the water temperature stabilized, and patient met target. Device remained in service.